Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/27/2025, it was reported by a sales representative via (B)(4) that an ar-9597-10 reamer sleeve and ar-9676 drive shaft are stuck together. This occurred after use in a case with no patient effect.

Manufacturer narrative:
Complaint allegation is not confirmed. Upon visual inspection noted that the ar-9676 was not stacked inside the device returned ar-9597-10. The base of the angled reamer sleeve, 10° had scratched, edges were chipped, and collar was damaged. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used, misaligned insertion; prying/leveraging the device during insertion.